Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 001825034 -2019 -01665; 0001825034 - 2019 -01664. Concomitant medical products: unknown part/lot; femur, bearing; 141234 biomet cc cruciate tray 75mm mm, lot # j6272575. The event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address knee dislocation. No further information has been made available.

Manufacturer narrative:
A picture was provided of the explanted products; however, a detailed evaluation could not be performed. Review of the device history records was not possible as no part/lot was provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available.